Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to the u409 can transceiver on the computer/analog board. Pin 3 on u409 was shorted. Additionally, the insulated-gate bipolar transistors (igbts) q13 and q17 on the defibrillator pca were shorted, allowing high voltage to travel to low voltage circuitry. The root cause for the shorted u409 transceiver and igbts could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor failed incoming functional testing.